Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 24 x 4.00 mm stent delivery system was returned for analysis. An examination of the stent found damage to the distal section of the stent with stent struts lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 24mmx3.50mm, concentric, de novo target lesion was located in the mildly tortuous right coronary artery. After crossing a non-bsc wire and pre-dilatation with a non-bsc balloon, a 24x4.00mm promus elite drug-eluting stent was advanced but failed to cross the lesion after many attempts. The device was removed and the procedure was completed with a 3.50x24 promus elite stent with the help of a guidezilla extension catheter. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.